Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had lung surgery on (B)(6) 2020 where the device was not placed in surgery mode. Subsequently, the patient has been unable to connect to the ipg since the procedure. Troubleshooting was attempted by the company representatives to no available. Surgical intervention took place wherein the ipg were explanted and replaced. Effective therapy was established.